Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose value 501 mg/dl. The customer¿s other blood glucose level were 468 mg/dl, 193 mg/dl, 378 mg/dl, 412 mg/dl, 552 mg/dl and 107 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin pump for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode was active. The insulin pump will not returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. No unexpected insulin flow blocked alarms noted. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. (B)(4).